Event description:
The customer reported the systems' thermometer displayed an over heating of the unit. Also, the lift column was inoperable. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube assembly, generator, and collimator were replaced. Also, the voltage was checked. The system was then found to be operating as intended.